Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc determined that the reported event was caused by the accumulation of dust. From the device inspection result by olympus france (ofr), omsc confirmed that the reported event could not be reproduced and dust buildup was found. Therefore, it is possible that clv lamp error e102 occurred because the inside of the device was not cleaned for a long period of time, causing dust to accumulate and the inside of the device to overheat without being sufficiently cooled. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was not reproduced, and no error message such as error code e102 was displayed during the inspection. During the disassembly of the device, an accumulation of dust was found inside the device, especially on the blade cooling fan, causing the device to overheat. Dusty blades can affect the speed of the fan's motor and adversely affect fan performance, which can overheat the device. The device had been returned to (B)(4) for repair in (B)(6) 2016 to clean the entire light source. The device may not have undergone regular maintenance recommended by the manufacturer. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that clv lamp error e102 occurred. Error code e102 means that the light source has broken down. There was no report of patient injury associated with the event.